Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed the following: verified the system's mechanical calibrations. Adjusted the sample probe into cuvette from 764 to 768. Ran a precision test and all the results were acceptable. Post service, the customer performed mini precision studies using (B)(6) qc (quality control). All the (B)(6) qc replicates resulted as (B)(6) and within the established range for qc. The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
(B)(6) results were obtained for samples from two patients. The results were reported to the physician and were questioned. The patient samples were repeated and the results were (B)(6). Corrected reports were sent to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant (B)(6) result.